Event description:
It was reported to boston scientific corporation that at the end of a benign prostatic hyperplasia (bph) procedure (male patient; age and weight are unknown), when trying to draw the water out the anchoring balloon, the balloon was deflated. The anchoring balloon had a hole. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual examination of the returned device noted a rupture in the anchor balloon, no additional damage or anomalies were noted. A review of the device history record for the pertinent lot was performed; no anomalies were noted.